Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. This device referenced in this report was returned to omsc for evaluation. The evaluation confirmed the image loss. And, the evaluation of the subject device confirmed the following: there were not any irregularities found on the electric wires and solder condition on the circuit board inside the video connector. There were not any irregularities in the appearance of the image unit and the signal cables in the insertion tube. There were chips and scratches on the adhesive of the bending section. Since there were not any irregularities during the above visual inspection, electronic parts inside the image unit might be broken, however, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be determined at present, because the subject device is under the investigation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that image loss of the subject device occurred at time of 30 minutes after an laparoscopic surgery was started. The user facility reported that when the image disappeared, no signal was displayed on the screen. The user facility replaced the subject device with another device and completed the procedure. There was no patient injury associated with this report.